Event description:
Hand controlled electrosurgical pencil used during l axillary dissection. Pencil would not work in cutting mode. Biomed does not think the pencil was tried prior to the procedure. The biomed does not think this event compromised the procedure. There was a small delay. No pt injury- no problem.